Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure in early 2007. (Patient age and weight unknown). According to the complainant, the patient had a patchoulis cervix. The doctor used two tenaculums, and an endo loop to secure a tight cervix field. Please note that right in front of the two tenaculums the doctor packed two 4x4 on the bottom of the vagina. At about the 6mm mark during thermal treatment, they lost 2cc of fluid, and the representative notified the doctor of this. However, the doctor chose to continue with the treatment. They continued without losing anymore fluid. The treatment continued with no further incident only losing the 2cc of fluid. The doctor then completely cooled the patient, and upon removal of the scope, they noticed that the patient had a burn on the inner left side of her vagina: please note that it was a very superficial burn, he stated that the burn would not even be viewed as a first degree, it looked more like a rug burn than anything and it was treated with silvadine cream, and patient was sent to recovery. The machine did not generate an alarm when the fluid loss was noticed at about 7 minutes into the ablation. The patient's condition was reported as "stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.